Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. Customer's blood glucose level was 113.4 mg/dl at the time of incident. Customer did not received any low battery alert's prior to replace battery now alarm. Customer was advised that the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents. No unexpected replace battery now alarm noted. No rattling noise when shaking the device noted. No loose components inside the device during visual inspection noted. Device received with minor scratched lcd window. (B)(4).